Event description:
It was reported that the patient¿s battery is showing very low battery but is not at eos. The physician questions whether there is any concern about his battery since it only lasted 3 years. It was reported that the patient is at high settings and rapid cycling. The output current is 2.0 ma every 1.1 minutes. Magnet activations are noted to be high as well. Physician did comment that his battery was seen to be low which was a little alarming since he only had it placed in 2015. Battery life calculation showed 2.2 years expected until end of service. The patient underwent replacement on (B)(6) 2018. The explanted device has not been received to date. No additional or relevant information has been received to date.

Event description:
The device was discarded by the hospital. No additional or relevant information has been received to date.

Event description:
Additional programming data was received and reviewed. The battery appeared to be depleting normally.